Event description:
It was reported the patient had been seen in an inpatient rehab facility two months ago and was having good efficacy after some dosing adjustments. The patient was refilled on (B)(6) and a concentration change was performed with a 5% increase. In late may, the patient complained of increased lower extremity spasticity and spasms and a brief period of itching. In early june, the patients does was increased again by 17% and the patient reported no difference. Xrays were performed and showed "no obvious catheter issue". Medical causes were ruled out. (B)(6), the patient had another 20% increase in dosage and once again, had no change. Three days after the dose increase, the healthcare professional (hcp) accessed the side port and could not withdraw cerebrospinal fluid (csf) back through port so, a catheter issue was suspected but not confirmed. A dye study was also performed. A 25% dose reduction was completed and a surgical referral was made. The pump was used to deliver gablofen (baclofen). It was further reported the patient had not been seen by the surgeon.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, information was received from a healthcare professional (hcp) indicating the patient¿s pump was able to be refilled. A pocket fill was not performed. They did not know how the patient was doing as they had not been seen since the prescribed revision.

Event description:
On (B)(4) 2014 information was received from a representative indicating that the patient was scheduled for a revision surgery on (B)(6) 2014.

Event description:
It was later reported that the patient was supposed to have a revision surgery on (B)(6) 2014, but it was cancelled due to patient illness. It was later rescheduled for (B)(6) 2014. During this scheduled revision surgery, upon aspirating the side port of the existing system, it was confirmed that the cerebrospinal fluid (csf) backflow was sluggish and intermittent. Upon disconnection of the catheter from the pump, csf did drip spontaneously, but again, with aspiration directly from the catheter, csf could not be obtained. The surgeon did not see any obvious structural issue with the catheter such as a break or kink. He replaced the catheter and was able to get good, consistent csf backflow through the new catheter. He injected dye and was satisfied with dye distribution in the intrathecal space. The patient opted to have the pump replaced as well and good csf backflow (greater than 1ml) was again achieved through the side port when the new catheter was connected to the new pump. The patient¿s pump dose, which had been decreased to 294m cg/day prior to the procedure, was further decreased to 150mcg/day post-operatively. Approximately 6-8 hours later, after assessment on the unit, the dose was again decreased to 96mcg/day. The surgeon opted not to have the catheter sent to the manufacturer for analysis, as he felt it was an anatomical placement issues rather than a product issue. The patient was to follow-up with his managing physician for further dose titration. It was noted that the patient was taking oral baclofen, 30mg at night and 20mg in the morning, up until the time of the revision surgery.

Manufacturer narrative:
Concomitant products: product ID 8590-9, lot # n253374, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).